Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to add a blood glucose (bg) value into the bolus menu while experiencing a loss of connection with the continuous glucose monitor. There was no reported impact to customer's bg level.